Manufacturer narrative:
On 3/6/2026 the device in question was received into the lab for evaluation. The lab confirmed the user facility's reported issue with reduced airflow through the device. Upon evaluation it was found that the air/water channel was kinked internally which was causing reduced flow through the channel. The device usage counter indicated that it had been used 1 time since the previous repair. A review of the previous repair record showed that the air/water channel had been replaced at that time. In order to decrease likelihood of recurrence, a re-fresher training was carried out. All necessary repairs were carried out and the device passed outgoing quality control on 3/13/2026 before returning to the user facility. Steris is not the manufacturer of the device, therefore UDI was not included in the MDR.

Event description:
The user facility reported that the scope's air/water channel had bad air output and as a result the user facility was unable to properly inflate the colon during a procedure on (B)(6) 2026. The case was completed successfully and no injuries were reported, however there was a procedural delay of approximately 5 minutes.